Manufacturer narrative:
Section b3: event date is estimated.

Event description:
It was reported that the patient was experiencing an intense shocking sensation at the base of their neck from there scs cervical system. It was confirmed that the patient had impedance issues with the lead and the patient's physician believed that the lead had slightly migrated. The patient noted the shocking occurs when the patient was engaging in strenuous activities. Surgical intervention was undertaken on (B)(6) 2024 wherein the patient's scs lead was explanted, replaced, and therapy was restored.

Manufacturer narrative:
A patient experiencing a shocking sensation was reported to abbott. The patient reported receiving a severe shock while walking outside. Patient immediately turned therapy off and patient turned therapy back on and then shocked again. Patient stated the shocking seems to occur when they are out and about doing their work taking care of their farm animals. Shocking stops when therapy is off. The patient had their extensions and ipg removed. Ipg removed for an upgrade. Physician was able to reach pocket without extensions. Penta and ipg replaced, no extensions. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined."